Manufacturer narrative:
An investigation is currently underway ; upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer states that the back ends of the product is breaking and eroding.